Manufacturer narrative:
The customer received a new transformer. At the time of the initial medwatch filing, the product was not evaluated. The product was received and evaluated on (B)(4) 2014. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed no exposed wires. The power supply was plugged in and the voltage output across the dc plug measured 13.55 dc. Resistance across the dc plug measured 24.70 m ohms, which indicates that there is not a short in the dc cord. No smoke, fire or sparking was observed. The resistance across the ac blades measured 56.7 ohms, which is normal and indicates that the thermal fuse did not blow. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to customer svc that she had low suction on her pump in style device. When the product was received at medela on (B)(4) 2014, the transformer that was returned with the pump was determined to be breach during the product eval, which is a safety risk.